Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The following information has already been reported in manufacturer report # 3007566237-2016-01941: the patient reported via the company representative (rep) that they were implanted in (B)(6) 2013 and resulted in infection. The indication for use included trigeminal neuralgia. Any additional information will be reported in this manufacturer report.

Event description:
The rep additionally reported that the interventions required and outcome for this event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.